Event description:
Handpiece repeatedly failed testing.manufacturer response (as per reporter) for harmonic curved shears, harmonic ace:they will send return kit, replace product and advise of findings when qa is done.